Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Two additional attempts have been made to obtain missing information without success.

Event description:
A customer reported getting higher than feels reading of 165 mg/dl on his freestyle lite meter and test doesn't start after sample is applied. The customer further reported they "had a injury due to having to poke their finger several times due to the meter and test strips not registering their blood sample. " the customer refused to answer troubleshooting questions, hence no information with regards to the medical event is available. There was no report of death or permanent impairment associated with this medical event.